Manufacturer narrative:
A supplemental MDR report is being submitted for additional information received via medical records. Fields b4, g3, g6, h2, h6 device code, and h10 have been updated. Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Growth of abnormal tissue around a prosthetic heart valve, termed as pannus formation, is one of the important causes for nonstructural prosthetic valve dysfunction that may require intervention. Pannus may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Protrusion of the pannus into the valve orifice area may disturb blood flow through the valve and finally result in prosthetic valve stenosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause of the reported event was unable to be determined but may have been due to procedural factors and or patient factors not provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Ha h, koo hj, huh hk, kim gb, kweon j, kim n, kim yh, kang jw, lim th, song jk, lee sj. Effect of pannus formation on the prosthetic heart valve: in vitro demonstration using particle image velocimetry. Plos one. 2018 jun 28;13(6):(B)(4).

Event description:
As reported by a field clinical specialist, a patient underwent a tavr procedure with a 23mm sapien 3 valve in aortic position. Approximately 5 years and 2 months later, the patient has now presented with heart failure and was found to have a failing valve due to both stenosis and regurgitation. The valve was believed to have failed prematurely. The patient underwent a transapical valve in valve with a 23mm sapien 3 ultra resilia inside the initial 23mm sapien 3 valve. The patient tolerated the procedure well and left the cath lab in excellent condition. As per medical records review, the patient was progressively more fatigued and short of breath. It is not clear if this was related to degeneration of the valve or perhaps leaflet thrombosis. The patient had completed a few months of anticoagulation with eliquis. Despite this, their gradients remain high. Tee shows severe valve degeneration. A CT scan prior to viv shows that there appears to be a thin rim of pannus along the base of the stent frame close to the av leaflets. The leaflets appear to be mildly thickened and there is reduced systolic leaflet excursion.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results indicate patient factors (patient age, aortic stenosis, various comorbidities, thickened leaflets, reduced systolic leaflet excursion) and/or the mechanisms described above caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : remains implanted.